Manufacturer narrative:
A review of the device history record (DHR) revealed no anomalies during the manufacturing and inspection processes that can be associated with the event reported. The device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the coating of the 6f10cm rain sheath (6f10cm sw radial) crimped upon insertion into the patient. As the doctor was attempting to insert the device, the coating began to move and crimp. There was no reported patient injury. The hydrophilic coating was activated immediately prior to insertion. The operator was noted to be an internationally renowned cardiologist. The device was being used in a male patient during a percutaneous coronary intervention (pci). The sheath size was appropriate for the vessel and the access site was not highly calcified. There were no anomalies noted when the product was removed from the package. The product was stored, handled, inspected and prepped according to the instructions for use (IFU). During the sample prep step (per IFU), the catheter sheath introducer (csi) was wiped down with a wet gauze and the csi remained exposed to air for less than 30 seconds prior to insertion. Prior to use, the air was removed from the csi through the side port extensions by inverting and flushing with heparinized saline or suitable isotonic solution. The event caused a clinically relevant increase in the duration of the procedure as another csi was required; however, the event did not lead to hospitalization or significant prolongation of existing hospitalization.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
The engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the coating of a 6f10cm rain sheath (6f10cm sw radial) crimped upon insertion into the patient. As the doctor was attempting to insert the device, the coating began to move and crimp. There was no reported patient injury. The hydrophilic coating was activated immediately prior to insertion. The operator was noted to be an internationally renowned cardiologist. The device was being used in a male patient during a percutaneous coronary intervention (pci). The sheath size was appropriate for the vessel and the access site was not highly calcified. There were no anomalies noted when the product was removed from the package. The product was stored, handled, inspected, and prepped according to the instructions for use (IFU). During the sample prep step (per IFU), the catheter sheath introducer (csi) was wiped down with wet gauze and the csi remained exposed to air for less than 30 seconds prior to insertion. Prior to use, the air was removed from the csi through the side port extensions by inverting and flushing with heparinized saline or suitable isotonic solution. The event caused a clinically relevant increase in the duration of the procedure as another csi was required; however, the event did not lead to hospitalization or significant prolongation of existing hospitalization. One non-sterile unit of 6f10cm sw radial was received for analysis. The device was received with the dilator inserted into the cannula of the csi. An accordioned condition was found on the cannula approximately 0.9 cm from the distal tip. Inner diameter (ID) and outer diameter (od) measurements were taken near the damages and were found within specification. Functional analysis could not be performed due the condition in which the unit was received. The red congo solution test was performed, and the presence of coating was confirmed. A product history record (phr) review of lot 18034070 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The event reported by the customer ¿coating-sheaths ¿ delaminated¿ was not confirmed. Due the nature of the complaint and the decontamination process the event could not be properly evaluated. The event ¿catheter sheath introducer (csi) ¿ accordioned - in patient¿ was confirmed since an accordioned condition was noted on the cannula during analysis. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿inspect the system contents for any signs of damage; do not use if any damage is present. Soak the csi in sterile heparinized saline or similar isotonic solution to activate the hydrophilic coating. To prevent damage to the csi tip or kinking of the csi body, do not withdraw the vessel dilator while advancing and positioning the csi in the vessel.¿ based on the information available and the phr review, there is no indication that the event is related to the manufacturing process of the unit however, an investigation was previously opened to address the accordioned condition.